Manufacturer narrative:
The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The external parts fell on the ground and a dog bit them. The dacapo powerpack was damaged by the dog bit and is leaking. One person got in contact with the leaking electrolyte but no injuries were reported. The dog is still alive and seems to be in a good health.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was confirmed, reportedly due to external mechanical stress and bite. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the return of the device. This is a final report.

Event description:
The external parts fell on the ground and a dog bit them. The dacapo powerpack was damaged and leaked. One user's friend got in contact with the leaking electrolyte but no injuries were reported.